Event description:
A device was used during a low anterior resection. It was reported by the rep that the device was fired, the device stapled and remained on the bowel. The surgeon cut the device from the bowel with surgical instrument. The case was prolonged by 1.5 hours to complete the anastomosis by hand. There were no other reported concsequences to the pt.